Event description:
It was reported the display of the insulin pump had many scratches and the display was worn. Customer declined to provide blood glucose level. No further information reported.

Manufacturer narrative:
The insulin pump was cracked at the reservoir tube lip and minor scratches on display window noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.